Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during phacoemulsification and intraocular lens (iol) implant procedure, during the injection of lens into the eye one lens broken. Lens did not come out fully from the injector, haptic came out twisted but the lens was inside the injector. The procedure was completed with a new lens. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in h.3., and h.11. Only carton returned. No device or iol returned. No root cause identified as no intraocular lens (iol), or device were returned for evaluation. Based on these investigation findings and the lack of a sample, we are unable to determine a root cause for the reported complaint. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).